Event description:
A discordant, low advia centaur xp result for total human chorionic gonadotropin (thcg) was obtained on one patient. The result was reported to the physician. The same patient sample was repeated on a different advia centaur xp and a higher thcg result was obtained. There are no known reports of adverse health consequences or patient intervention due to the discordant, low thcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and data. It was determined that the cause of the discordant, low thcg result was unknown. The fse proactively checked the aspirate probes and replaced all 4 pinch valves. The fse checked the acid, base, and reagent probe dispenses and found a cracked lumo cover. The fse replaced the cover and checked the sample and reagent probe alignments, with no changes made. The system is running within specification. No further evaluation of the device is necessary.